Manufacturer narrative:
This report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach, the capsule did not deploy correctly. There was no harm to the patient, they attempted to use a snare, but they could not find the capsule so they performed an x-ray and confirmed that the capsule was not in the patient¿s lungs. When they looked at the capsule, it was noted that it was still attached to the delivery device. The physician and the nurse put the delivery device and capsule back into the patient's esophagus to replace the capsule, but the physician was unable to achieve suction. When they removed the delivery device, the capsule was no longer attached to it. The endoscope was placed back in the mouth where it was noted to be resting near the vocal cords. A repeat procedure was performed when the patient came back and the capsule was successfully placed. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.